Event description:
On (B)(6) 2023, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. That night, the patient experienced stoma pain and was treated with intravenous tramal and apotel. Blood tests showed elevated white blood cell count and she was treated with antibiotic zinacef. On 11 dec 2023, an abdominal CT scan revealed air leakage in the abdomen. The gastroenterologist attributed the air leakage to the tubes and to the fact that the patient consumed food 3 hours after peg/j placement. On 12 dec 2023, antibiotic treatment was changed to tazocin. On 15 dec 2023, the patient's pain had decreased and the antibiotics were discontinued. The stoma site was in very good condition.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg- j tube placement. H6 code of 4581 was chosen to capture the event of pneumoperitoneum. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.